Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint: asr revision, right asr xl acetabular system. See (B)(4) for further revision. Added revision date - revision date: (B)(6) 2011. Additional information received: reason(s) for revision: pain. Surgery date: (B)(6) 2008. This complaint was updated on june 19, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.